Event description:
It was reported that during a "prostate resection," the fiber tip was damaged at 100,187 joules of use. The procedure was completed using a second fiber. The patient condition before and after the event was "satisfactory."

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; severe devitrification was observed at the output window. The fiber proximal to the fracture was found to rotate independently of the metal cap; detritus and char was also observed on the metal cap. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The circumferential may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.